Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).

Manufacturer narrative:
The customer reported that the front cover on the architect c16000 analyzer does not stay upright but falls slowly. An abbott field service representative visited the customer site and adjusted the counter balance hinges on the cover to resolve the issue per the instrument's service and support procedures. No risk to the operator was noted. No injuries occurred as a result of this issue. The instrument was returned to full service. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (201837-109) and the architect c16000 system service and support manual (201980-110) contain information to address the customer's current issue. Based on the current available information, a deficiency of the hinge assembly/architect c16000 system was not identified.

Event description:
The customer states that the main large cover (lid) of the architect c16000 analyzer will no longer remain open on it's own. The customer states that the cover will also occasionally fall shut. No injuries have occurred due to this issue. A service call has been initiated.